Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. The attachment device was evaluated and found that the mechanics seized, jammed and were moving heavily. It was noted that the attachment was blocked. It was further determined that the device failed pretest for check status of development, and verify if secured with pin. It was determined that this failed pretest was a normal consequence of the defect covered from a recall action for pin rework. It was also noted that since this is a recall device, a root cause will not be provided for the additional failures. Therefore, a root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the oscillating saw attachment device had become hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Please note that the recall notice number (r2014068) was inadvertently omitted from the initial medwatch report. Has been update with this number. If additional information should become available, a supplemental medwatch will be submitted accordingly.